Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The complaint device was returned for evaluation. The results of the returned device analysis indicated that the inability to remove the lock line was determined to be related to a 1mm knot identified at the very end of the lock line; however, a definitive cause for how the knot formed could not be determined. Given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. A review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed for the lock line that was unable to be removed. Difficult to remove lock lines have potential to cause or contribute to serious injury or death. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. After the clip delivery system (cds) was placed, the lock line could not be removed; thus, the cds was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new cds was used to successfully complete the procedure, with mr reduced to 1. There was no additional information provided.